Manufacturer narrative:
The hardware investigation of the returned cables found that the reported event was related to a physical damage issue. As reported, the cable connector had been pulled off while removing the side panel. The cable was in otherwise good condition and passed a continuity test with no opens or shorts detected. The reported event was confirmed. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
Return requested. Replacement fan +12vdc power cable and +12vdc multi-out cable were shipped to site 12/16/2016. No parts have been received by manufacturer for analysis. On 12/28/2016 a medtronic representative performed a navigation system check-out, software and instruments areas passed. Hardware test failed. Axiem communication cables found stripped. Replaced cables. Issue resolved. System performed as intended.

Event description:
A medtronic representative reported that at the time of a new install, had taken the side panel off of the navigation system and found that the connectors to power the fans had been stripped off. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.